Event description:
It was initially reported that the patient had to frequently adjust the stimulation from her implantable neurostimulator (ins). The patient reported she has had bowel issues since having back surgery, before the ins was implanted. She also had a return of her bladder symptoms and stated the bladder issues "are worse than they have ever been." The patient increased stimulation to 4.6 v, but still could not feel stimulation. There were no known events or traumas associated with the issues. The patient was last reprogrammed 1.5 weeks ago. While speaking with patient services, the patient turned her stimulation to 2.7 v and was able to feel the stimulation. Additional information was received from the patient that reported she still had concerns with her device or therapy. The patient reported the device was defective as the "wires came loose" and her physician and a company representative were unable to resolve the issue. The device was explanted and "a new one was recently inserted." The patient had a new device and was working with their doctor. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v741606, implanted: 2011 (B)(6), explanted: na, product type: lead, concomitant right side system: product ID 3058, serial# (B)(4), implanted: 2009 (b)(5), explanted: na, product type: implantable neurostimulator, product ID 3093-28, lot# v289345, implanted: 2009 (B)(6), explanted: na, product type: lead, product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).